Manufacturer narrative:
The suspect device was returned to olympus for evaluation. And the customer¿s reported problem was confirmed. The white colored insulation at the tip of the sheath was found broken off and missing. A portion of the insulation was still adhered to inside the tip of the sheath. The inspection also noted, the following non-reportable defects: the yellow sealing rubber is damaged, and the grey colored sealing ring is discolored. The review of the device history records for the affected lot or serial number without showing any non-conformities or deviations regarding the described issue. The device was manufactured according to valid instructions and met all specifications. The investigation is still in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects. Check the function of all devices. And have alternate equipment prior to use.

Event description:
The customer reported to olympus, that during reprocessing after the therapeutic procedure was completed, the ceramic insulation at the tip of the inner sheath was found broken. The sheath was inspected, prior to use with no abnormalities noted. No death or injury, and no impact to patient or other has been reported to olympus. No other information was provided or obtained from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the investigation, it is likely the broken ceramic beak of the sheath occurred due to thermal and mechanical induced impact. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿4 before use. Warning infection control risk: properly reprocess the product before first and each subsequent use following the instructions in this manual and in the system guide endoscopy. Improper and/or incomplete reprocessing can cause infection of the patient and/or medical personnel. 4.1 inspection and testing inspecting the product visually inspect the product. Make sure that it has: -- no corrosion -- no dents -- no scratches ceramic insulation at distal end visually inspect the ceramic insulation at the sheath¿s distal end before each use. Do not use the instrument in case of damage (e.g. Cracks, fractures). Warning risk of injury impact, fall, shock or similar stress can damage the ceramic insulation at the sheath¿s distal end. Damaged instruments can cause injuries to the patient and/or user. Do not use the instrument if damaged. Damaged product if the product is damaged or does not function properly, contact an olympus representative or an authorized service center.¿ olympus will continue to monitor field performance for this device.